Event description:
The patient involved had a swan ganz catheter inserted on 1/15/94. On 1/16/94, the patient developed massive hemoptysis following the catheter being wedged. The patient expired despite resuscitative measures being instituted immediately.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: user education provided, inserviced by other facility staff. The device was destroyed/disposed of.